Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.

Event description:
Information was received indicating that a smiths medical medfusion pump had primary audible alarm. There was no reported adverse event.